Event description:
The patient reportedly, experienced continued intermittencies and sound quality issues with her device. It was also noted that the patient reported migraines, experienced facial nerve stimulation and pain. External equipment was exchanged and various programming changes were made, but the problem was not resolved. The patient has been admitted to the hospital with pain and reported facial drooping. The center has decided to pursue revision surgery.